Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for mlp-029416 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 01dec2021. The heartmate 3 left ventricular assist system instructions for use (rev. C) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was noted to be in persistent atrial flutter upon device interrogation on (B)(6) 2022. The patient had reportedly been feeling generally unwell for past two weeks with generalized malaise and fatigue. The patient was electrically cardioverted on (B)(6) 2022.